Event description:
Customer has previously used cup with no issues, but inserted cup again (B)(6) and then was unable to grip cup when it was time to for removal. Customer posted in saalt's (B)(6) group asking for help. Dozens of other customers responded providing support and tips, as well as many attempts from saalt giving information as well as requesting customer to contact us directly via email or direct message. Customer chose not to contact us and went to doctor for removal. Doctor removed cup the cup and discarded the cup. Customer followed up with us on 3/20/2019 explaining that she was unable to pinch base of cup and was uncomfortable inserting a finger into canal to break the seal. When she went to the doctor, doctor was able to insert finger into canal and remove cup. Customer stated that she went back to the ER later that evening experiencing some nausea but doctor found it was related to stress, not the cup. Provided refund for the cup.